Event description:
It was reported that the trigger was broken and it fell out of the handpiece before a surgical procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the trigger was broken and it fell out of the handpiece before a surgical procedure at user facility. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, trigger fell out, was confirmed. Through inspection, the service technician noted that the trigger shaft was taped to the handle with the trigger pin and spring missing. The technician also noted that the trigger housing was still attached to the handle. Upon further investigation of the trigger housing by sr. Manufacturing engineer, a small crack was found on the main housing, a cracked trigger housing may cause or contribute to the trigger assembly falling apart and out of the handpiece. The trigger assembly was replaced along with other preventative maintenance, and the repaired handpiece was returned to the customer.